Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
A former dealer called stating that the client some how broke the tip of the handle hydraulic pump that attaches the pump to the boom and the mast.